Event description:
It was reported that the communicator displayed a red call doctor (rcd) icon. Troubleshooting was performed and a successful transmission was completed. Red alerts occurred due to out of range shock impedances on the right ventricular (rv) lead. The shock impedances had been out or range since 2017. Boston scientific technical services (ts) recommended the patient follow-up with their physician. Commanded shock testing was performed to test the integrity of the system and the device operated appropriately. The rv lead remains in service. No adverse patient effects were reported.